Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's screen had bars across the display and was unresponsive during a hyperglycemic episode of 292 mg/dl blood glucose (bg). The user reported eating earlier causing bg to rise. The user will be on alternative insulin therapy until the replacement arrives.